Event description:
It was reported that the device sent a merlin.net transmission showing episodes of non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed, but episodes of t-wave oversensing persisted. Further reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.